Event description:
Patient was planned for a trial implant on (B)(6) 2022. A trial lead kit was opened in prep for the procedure, however the procedure was aborted before the implant was completed. No details were provided to the firm as to the reason for aborting the procedure. It is unknown if the patient was sedated or if incision was made.

Manufacturer narrative:
Details around the aborted procedure were not made available to the firm. It is unclear if the patient was sedated or if any invasive measures were started before aborting. No reports were received regarding failure of the nalu system or any of its components in relation to this patient or procedure. No product was returned to nalu for further investigation or examination.